Event description:
The user is reporting the device did not appropriately pace the patient's rhythm during a patient use event. There are no health consequences to the patient.

Manufacturer narrative:
The rse remotely evaluated the device. It was determined that this was a malfunction due to error made by the nurse who had the defibrillator in the monitor mode. It was indicated that no trace is present despite the correct positioning of the electrodes and with the 2nd xl+ device and another ECG cable, keeping the electrodes (patches): not better, with a monitor in the room, without changing the electrodes, they had a trace. The device is full functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device is fully functional. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.